Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Fluoroscopy confirmed that the lead had dislodged and appeared to be in the right atrium. There was also sensing of the patient's chronic atrial fibrillation on the lead. The lead was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Fluoroscopy confirmed that the lead had dislodged and appeared to be in the right atrium. There was also sensing of the patient's chronic atrial fibrillation on the lead. The lead was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.